Event description:
It was reported that an ilet user experienced repeated scan errors when attempting to scan a connected freestyle libre 3 plus sensor, despite multiple attempts and reinstalling the ilet mobile application, resulting in the system running in blood glucose mode and reliance on fingerstick testing. Symptoms included no reported clinical effects. Outcomes included no reported impact beyond the inability to obtain sensor scans. Investigation included customer support troubleshooting and user-reported reinstallation of the mobile application. Investigation of this case revealed persistent scan failures with the external cgm sensor interface after app reinstallation. It was concluded that the event involved a sensor scan communication failure without associated adverse health effects.